Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastric bypass procedure, while on small intestine, the jaws of the device lock on tissue. The power shut off and was rebooted by holding both safety buttons. The stapler was removed and sutured the remaining pouch.